Manufacturer narrative:
The date of manufacture was documented as jun 24, 2014 in the initial report. It has been updated to may 10, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during an ear nose and throat (ent) surgical procedure, it was observed that the attachment device was heating up on more than one occasion. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up it was reported that the patient outcome was satisfactory. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.